Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-03587. It was reported the patient was experiencing tingling and discomfort described by the patient as heating at her scs ipg pocket site. X-rays revealed the scs lead had pulled out of the scs ipg header. It was also reported that diagnostics revealed invalid impedance values. As a result, the scs ipg was explanted and replaced which resolved the issues.